Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a peeled downstream occlusion (dso) seal. The event history log confirmed multiple system faults error messages occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the pwa board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 46507. There was unknown patient involvement and unknown patient harm.